Manufacturer narrative:
(B)(4). The peritonitis recurred and the patient was hospitalized again 35 days after the initial onset of the first peritonitis event. The patient was recovering from the recurrent peritonitis. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). A batch review was conducted for potentially associated lot number h13g08029 with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. As the sample was not returned, a device analysis cannot be completed. Should additional relevant information become available, a follow-up report will be submitted.

Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The peritonitis was manifested by abdominal pain and blood in the pd effluent. The cause was unknown. On the same day, the patient was hospitalized for the event and dianeal therapies were withdrawn. The next day the patient was switched to hemodialysis (hd). On an unknown date, the patient was treated with vancomycin intravenously (dose and frequency unknown) and other unknown oral antibiotics for peritonitis. At the time of the report, treatment with vancomycin was ongoing. The patient was still in the hospital. No additional information is available.